Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle after a cerebral aneurysm coil embolization with a 6f sheath. Reportedly, the prostyle footplate lever was raised and the plunger pressed in; however, it was stuck and would not come out. The device was broken apart outside the body and was able to be removed. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was returned for analysis. The mechanical jam could not be confirmed. The entrapment could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The cause of the reported difficulties cannot be determined. The subsequent treatments are due to the circumstances of the procedure. In this case, there is no indication with the return device of a manufacturing quality issue. There may be other causes such as a deflection of the posterior needle into the foot causing a mechanical jam or an entanglement of the link; however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.